Manufacturer narrative:
Please retract this MDR 2017865-2013-01165. Duplicate report filed on 09/10/2012 2017865-2012-07851.

Event description:
It was reported that the patient presented in-clinic for follow-up and the lead was imaged prophylactically. Externalized conductors were noted. Increased capture threshold was observed. Patient was asymptomatic. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.